Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ batterymodel#: 1650, catalog#: 1650, expiration date: 30-apr-2022 serial#: (B)(4), UDI #: (B)(4), no device evaluation anticipated, but not yet begun mfg date: 26-apr-2021, patient ime code(s): e2403, imf code(s): f26, img code(s): g02002, FDA device code(s): a0705, FDA method code(s): b21, FDA results code(s): c21, FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a battery exhibited critical battery alarms. A second battery was not providing power and was not recognized by the controller. The two batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 04-aug-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d11 product event summary: two (2) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the unit passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the unit passed functional testing. Visual inspection of the (B)(6) revealed a tear on the outer sheath of the battery cable assembly, however, this observation did not affect the functionality of the device. The observed tear involving (B)(6) is an additional finding not related to the reported event. Review of log files was not performed since log files covering the event date were not available for analysis. The batteries were lubricated prior to release. As a result, the reported critical battery alarm and battery unable to provide power events could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported battery not being recognized, and no power event may be attributed, but not limited, to a marginal connection between the controller and battery. A possible root cause of the reported critical battery alarm can be attributed, but not limited to a communication error between the controller and battery and/or the battery depleting below 10%. The most likely root cause of the observed damage to the outer sheath of (B)(6) can be attributed to wear and/or the handling of the device. CAPA pr00405633 is investigating damage to power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.